Event description:
It was reported that the right ventricular lead fractured due to clavicular crush and exhibited less than 200 ohms impedance. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal insulation was crushed/damaged and the proximal coil was bent at 26.5 cm from the connector pin due to clavicular crush. The distal insulation was damaged beneath the site of the crush. The damage to the distal insulation which resulted in the short- ing of the coils would account for the reported low lead impedance.